Event description:
It was reported that during follow-up, the pulse generator was found in backup vvi mode. The device was explanted and replaced due to normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.